Manufacturer narrative:
There was no patient involvement. Concomitant medical products: livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. The clamp was cleaned and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was blocking intermittently during service and an error code was displayed. There was no report of patient injury.

Manufacturer narrative:
H.10: the most likely root cause of the event is a temporary loose connection due to dirty electrical contacts.

Event description:
See initial report.